Event description:
It was reported that the patient called the left ventricular assist device (lvad) coordinator with low flow alarms. Per report, the patient was having epigastric chest pain for the past 3 days associated with a cough, productive of thin gray sputum. In the morning of admission, the patient¿s pump flows dropped from 5¿s to 2¿s and the patient had an excruciating centrally located chest pain with diaphoresis. The patient presented to an outside hospital and was given intravenous fluids without improvement in vad parameters, then was started on dobutamine. The patient was transferred to the implanting center where a computed tomography (CT) scan revealed a likely thrombus in the outflow cannula, and an angiogram in the cath lab was suggestive of interrupted flow in the distal outflow graft. The patient was also started on milrinone and heparin, coumadin was held. The patient was admitted to the implanting site for further evaluation and possible pump exchange. It was indicated that the patient was stable on dobutamine and heparin, with continued low flows less than 1.5 lpm. On (B)(6) 2017, sternotomy was done and a gelatinous, gray fluid was found in between the outflow graft and the gore-tex surrounding this graft, creating an external obstruction. Once this was released, the flows immediately returned to 5.3 lpm. The decision was made to keep the existing outflow graft and pump, only the gore-tex was removed and the patient¿s chest was closed. Cultures were sent for the fluid. The patient was extubated that evening and was stated to be neurologically intact. There were no signs of infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted imaging confirmed a narrowing of the outflow graft lumen consistent with extrinsic outflow graft obstruction (eogo). Review of the submitted log files captured low flow alarms. No other unusual events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.